Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to reseat video cables. Covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had an intermittently erratic the lower display. The ventilator was not in use on a patient at the time the malfunction occurred.